Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited noise, which led to inappropriate mode switches. The noise was able to be reproduced in clinic. Other electrical measurements were normal. No intervention was reported. The patient would continue to be monitored.